Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the touch screen of the monitor was inaccurate and that the monitor could not be recalibrated. It was noted that the plug at the back of the monitor was hot. The monitor was then replaced by the medtronic representative. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that the display of the monitor was pushed in on the upper right corner, away from the bezel. However, the monitor passed functional testing.

Event description:
A medtronic representative reported that, while in a procedure, that the navigation system was intermittently losing functionality. The reported issue was described as a "flickering" sensation. It was reported that the issue would occur when an instrument was introduced into the surgical field. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.